Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The nc trek balloon dilatation catheter was used during the procedure however the balloon separated. No additional information was provided.